Event description:
It was reported that during a pancreatography procedure, this guidewire was used with a cannula and the tip of the guidewire broke in a few portions during the approach to the pancreatic duct. The separated portions were removed using the cannula and a balloon. After the procedure the pt became sick with pancreatitis. But now, the pt's condition is stable.